Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix the type iiib endoleak of the distal bifurcated stent graft, sac growth of 10mm, and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, it was reported the type iiib endoleak was the result of a previous cardiac intervention which had allowed a catheter to get behind the graft struts and cause a pinhole leak. This could not be confirmed with the medical records received. Additionally, there was concomitant product use of a non-endologix stent placed in the left common iliac artery, it is unclear if this contributed to the reported event. The final patient status was discharged on the first post operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Reportedly, all follow-ups showed no adverse events. Approximately two (2) years post initial procedure the patient underwent cardiac intervention which required a catheter to go behind the afx2 bifurcated stent graft and it caused a pinhole leak. The physician does not feel that the fabric failed in a conventional form but that the leak was caused from excessive manipulation and potential puncture. Aneurysm enlargement and a type 3b endoleak were identified at routine follow-up a few months post cardiac intervention. The aneurysm enlargement and a type 3b endoleak were successfully treated with implant of an afx2 bifurcated stent graft. The patient is reported to be well and is to be discharged.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.